Event description:
It was reported that as the screw was being driven one side of the locking ring raised above the plate surface. The surgeon left the plate in place but removed the locking ring and finished driving the screw. Further, the surgeon exactly followed the surgical technique by using a drill-guide. No other consequence or delay was reported.

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Result, and conclusion codes will be made available following engineering evaluation.